Event description:
It was reported that during a sub-intimal angioplasty procedure, a balloon burst, removal difficulties and a balloon detachment occurred. The "occluded" and moderately calcified lesion was located in the mildly tortuous left common iliac and external iliac arteries from the origin of the left common iliac artery to approximately 10cm distal. Bilateral retrograde access was obtained via the proximal left profunda femoris and right common femoral artery. The ultra-thin diamond 5mm x 10mm balloon catheter was advanced to the lesion and was slowly inflated, however, after approximately 10 seconds the balloon burst at 9atms. Upon attempting to remove the device, the balloon was unable to be retracted through an unspecified sheath. Following removal of the sheath, the balloon was only able to be withdrawn proximally by 2cm after which time the "catheter cracked" leaving the distal portion of the balloon inside the patient. The patient underwent an arteriotomy at the common femoral and profunda femoris access site and the distal portion of the balloon was successfully removed by unspecified means. The procedure was completed with removal of the detached balloon. The patient's status is unknown. It was further noted by the physician upon inspection of the balloon fragments that the balloon had torn circumferentially and the distal balloon segment had "accordioned" within the vessel which did not allow the balloon to be removed through the sheath.